Event description:
It has been reported to philips that the image processing pc (ippc) failed to bootup intermittently. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the planned treatment. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the image processing pc (ippc) was not starting. A review of the system logfile found ippc bootup issue. Upon troubleshooting actions, the fse identified that the ip pc sometimes caused problems at startup. The cause of the image processing (ippc) failure could not be conclusively determined by the supplier's part analysis, however the replacement of the ip pc and hard disk drive by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order.